Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc, which markets the devices in the u.s.

Event description:
It was reported by the pt that he underwent total hip arthroplasty using a durom acetabular cup in 2008. At about 15 months post-op, his surgeon advised that the cup was loose and needed to be revised. Pt anticipates scheduling the revision procedure in 2010.